Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00100 on (B)(6) 2023. An outside united states (ous) customer contacted a siemens customer care center to report a reactive (positive) atellica im sars-cov-2 antigen (cov2ag) result which was considered discordant with the non-reactive (negative) repeat result. July 13, 2023 additional information: siemens investigated. Siemens reviewed the calibrations and quality control (qc) and all were within specification. The handling with the sample activation media was reviewed. The data suggests sample specific handling issue as the sample result was non reproducible false positive. The issue was resolved with local troubleshooting. The instructions for use (IFU) states in the limitations section: "results should be considered in the context of a patient¿s recent exposures, history, and the presence of clinical signs and symptoms consistent with covid-19, and confirmed with a molecular assay, if necessary, for patient management." No further evaluation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated.

Event description:
The customer obtained a reactive (positive) atellica im sars-cov-2 antigen (cov2ag) result which was considered discordant with the non-reactive (negative) result upon repeat testing. The reactive result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant reactive cov2ag result.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a reactive (positive) atellica im sars-cov-2 antigen (cov2ag) result which was considered discordant with the non-reactive (negative) repeat result. The customer reports no issues with the daily quality control (qc) data and calibration data. The customer service engineer (cse) checked the atellica im analyzer and performed the following: checked the calibrations for the reagent probe, sample probe, asp probe, anc probe, cuvette bottom; replaced the peragent probe and asp probe; checked the acid, base, wash dispensing volume and vacuum; cleaned the luminometer. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.